Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the steel guide needle has broken off and remained in the customer's stomach. This issue has occurred with 3 cannula's from the same box. No medical treatment was required. The customer was able to remove the needle's himself.